Event description:
It was reported that there was a patient death on the day after implant. The drug used in this system was an opioid.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8590-1, lot# n233815, implanted: (B)(6) 2010, product type accessory. (B)(4).